Event description:
Reverse positioned IV tubing cassette reported. The homecare pt was receiving rocephin 1 gram every 12 hours, 43.1ml over 30 minutes with a keep vein open of 0.4 ml/hr. When the pt hung a new bag on 10/13/1999 and started the infusion, pt noted that air was going into the bag and a few cc's of blood had backed up into the tubing. The pt noticed this right away, stopped the pump, and called the nurse. The nurse verified the problem and switched the tubing to a new pump. The same thing occurred again. The tubing was then switched out which resolved the problem. No pt harm was reported. There was a delay of therapy for 1 hour while waiting for the nurse to arrive and troubleshoot the system.